Manufacturer narrative:
On 12/5/19, the device was visually inspected, and it was found with no apparent damage. Leak testing was performed and it revealed a tear measuring approximately 0.3 cm in the anterior view. No other anomalies were observed since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Although no conclusion could be reach on the reported event, it should be noted that mentor performs 100% visual inspection of all devices prior to release. Please note that it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible when inserting it. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/31/2019, an error was discovered in the initial report. Reportable event is changed from "serious injury" to "malfunction". Also "adverse event code" was placed erroneously in the initial report surgical intervention patient code was removed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: surgical intervention due to rupture intra-operative manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient was going to undergo a breast augmentation revision with a mentor memorygel breast implant 755cc. The right implant appeared to have a rupture that was discovered during surgery. The silicone did not leak into the patient. This issue did not cause any procedural delays. This issue did not result in additional procedure for the patient.